Manufacturer narrative:
The pump alarmed motor error during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the occlusion, prime, or excessive no delivery tests due to the motor error alarm. The motor was tested outside the device and passed. The pump passed the self-test, unexpected restart and all operating currents measurements. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and a broken pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received motor error alarm. The customer's blood glucose was 122 mg/dl at the time of incident. The customer performed troubleshooting at the time of call. The customer was advised that the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.